Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" error message upon scanning the freestyle libre 2 sensor. As a result, the customer was unable to obtain glucose scans and experienced symptoms of nausea, dizziness, loss of muscle control, and seizure. An ambulance was called and customer was treated with unspecified IV for diagnosis of hyperglycemia. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section b6 (relevant test/laboratory data) and h3 (device evaluated by manufacturer) were incorrectly documented in initial report. The corrections have been made in this report. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported receiving a "scan again in 10 minutes" error message upon scanning the freestyle libre 2 sensor. As a result, the customer was unable to obtain glucose scans and experienced symptoms of nausea, dizziness, loss of muscle control, and seizure. An ambulance was called and customer was treated with unspecified IV for diagnosis of hyperglycemia. No additional information was provided. There was no report of death or permanent impairment associated with this event.